Event description:
It was reported that the patient presented to the clinic after not having been seen since 2008. Interrogation of the device noted two episodes where inappropriate therapy was delivered for what appeared to be supraventricular tachycardia. One episode occurred in 2009 and the second in 2012. Device programming wavelet detection changes were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).